Manufacturer narrative:
(B)(4). Although requested. No additional information has been received. Medical records have been requested. The plant investigation is in process. A supplemental medwatch will be submitted with any additional relevant information.

Event description:
While reviewing medical records received for an unrelated event, the documentation revealed that a patient had a seizure after undergoing a routine hemodialysis treatment. The exact date of the event is not known, however, it occurred in (B)(6) of 2016. The patient was treated with keppra and discharged from the emergency room. Reportedly, the patient had been discharged from the hospital a few days prior to the event with a diagnosis of urosepsis. No other event related information was made available. Additionally, no device information for products used prior to the event is available. No information was provided related to the patient or treatment orders. The patient continues on outpatient hemodialysis without issue. No products are available for evaluation by the manufacturer.

Manufacturer narrative:
Clinical investigation: patient medical records were provided by the facility on march 8, 2016 and april 6, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the information contained in the 22 pages of medical records received on april 6, 2016 and 53 pages of medical records received on march 8, 2016, it appears that on thursday, (B)(6) 2016, this (B)(6), female, end stage renal disease (esrd) patient had a first time seizure (time unknown). The patient went to the san diego emergency room and was released the same day. Medical records do not contain hospital progress notes, medication administration record or the patient discharge summary. There is no documentation provided within the patients¿ medical record which indicates a causal relationship between the hemodialysis (hd) treatment and the seizure activity. Additionally, the computed tomography (CT) scan finding of colpocephaly is associated with seizures.

Event description:
Follow-up information was received which revealed the event date to be (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.